Event description:
Olympus was informed that during a kidney transplant procedure, the referenced device was generating noise and upon removal of the device for cleaning, the teflon pad broke off. The intended procedure was completed with a different, but similar device. It was unknown when in the procedure the incident occurred. There was no pt harm reported. Olympus received a medwatch report at a later date, which stated: "during a laparoscopic donor nephrectomy procedure, the white teflon between thunderbeat handpiece tip broke off while scrub was cleaning tips due to machine making a noise that indicated it needed to be cleaned. Scrub had broken off piece and kept it".

Manufacturer narrative:
The device referenced in this report has been returned to olympus for eval. The eval found the teflon pad was detached completely from the jaw and it was returned with severe damage. The probe did not break off and there were no indentation or fractures observed. The referenced device passed the probe check without any error occurring. There were some dark stains on the jaw and on the probe with no tissue buildup noted. The consistency movement of the handle and the jaw was found fine. The handle load, rotation knob torque, and both switches were found without any issues. The referenced device had been forwarded to the original equipment manufacturer (OEM) for further eval. This report is being submitted as a medical device report in an abundance of caution.